Manufacturer narrative:
The company service representative examined the system and did not find any problems. The phaco and I/a handpieces were tested with no problems found. Preventive maintenance was performed. The system was then tested and met all product specifications. The handpiece directions for use provided to customer. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "endothelial shock syndrome with corneal edema" (corneal edema). Product problem(s): "the issue was either instrumentation or sterilization" (no known device problem). The nurse reported corneal opacities seen during cases. Additional information received from the surgeon stated seeing immediate corneal opacities. The surgeon suspects an endothelial shock syndrome with corneal edema noted. The events occurred during the 12th, 13th, and 14th cases of the day. The last two cases were subsequently canceled. The first two cases were noted to have mild opacities on the cornea with no intervention noted. The surgeon noted for the third case pupilary myosis occurred after the endothelial shock. The surgeon stopped the case to dilate the patient's eye again, which took 30 minutes. The case was completed, but only after the epithelium debridement for a clear view of the cornea. The iol was implanted and rotated into place. The surgeon was concerned about the handpiece. The surgeon stated the issue was either instrumentation or sterilization. The surgeon did not feel this was an issue with the iol. The patients were much better at their 1 day post op visit. This report is for one patient; for additional patients see mfg report #'s: 2028159-2010-00788, 2028159-2010-00790.